Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next one meter. During the call, the customer service agent asked the customer to perform a blood test. The customer performed the test and the reading was properly stored in the meter's memory. There was no allegation of an adverse event. The meter is not expected to be returned for the evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Device manufacture date of the initial report indicates that the device manufacture date for the contour next one meter serial # (B)(4) was 15-nov-2017. The correct device manufacture date is 13-mar-2018. Device manufacture date has been corrected with this information.